Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as leaking was noted under the k-lever. Additionally, the distal end glue was cracked and peeling. The ultrasound image contained a broken element and the connector's label was fading. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii ultrasound gastrovideoscope was leaking while in use. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ a definitive root cause for this event could not be identified. However, based on the results of the investigation, there are two possible causes for this event: age deterioration of the adhesive peeling, based on the age of the device in question. Or external forces being applied to the device weakening the adhesive and causing it to peel. Olympus will continue to monitor the field performance of this device.